Event description:
Report received of an unrequested bolus delivery. The pump was returned to the IV therapy department with an unsigned note that stated, "pump is malfunctioning. Was delivering without pt pushing button." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required.